Manufacturer narrative:
The surgeon stated a rebush was required for a custom distal femur that had been implanted for 23 years, the surgeon commented that the device "continues to function extremely well." The in situ custom distal femur (stanmore knee) has been rebushed (with pin15166) previously in (B)(6) 2010. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available, this investigation will be re-opened. The revision procedure to rebush the device was successfully completed with no reported complications on the (B)(6) 2017. Device not returned.

Event description:
It has been reported that the patient requires a rebushing.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported that the patient requires a rebushing.